Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both heavily calcified and tortuous. The 3.5x28mm xience sierra stent delivery system was advanced to the lesion and a dissection was noted. The stent was not long enough for the lesion, so it was removed and a 3.5x33mm xience sierra stent was implanted to treat the lesion and the dissection. There was no adverse patient sequela. No additional information was provided.